Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Five retained samples were leakage tested, and all passed. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked "small water droplets" during use after puncturing the patient. The following information was provided by the initial reporter, translated from chinese to english: "after a successful puncture,small water droplets were found oozing from the leak of the catheter.is the intima ii catheter broken,causes the patient to be re-punctured."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked "small water droplets" during use after puncturing the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "after a successful puncture,small water droplets were found oozing from the leak of the catheter. Is the intima ii catheter broken,causes the patient to be re-punctured."